Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned. Images were not provided. The medical records were provided and reviewed. Approximately after eight months post deployment the patient was scheduled for filter retrieval. Ivc cavography revealed that the filter appeared to have tilted significantly and one of the limbs has poked through the ivc wall significantly. An unsuccessful attempt were made to retrieve the filter at that time. Approximately after two months, again an attempt were made to retrieve the filter and successfully removed. Therefore, the investigation is concluded for filter tit, filter perforation of ivc wall and difficult to remove. It is possible that the unsuccessful retrieval attempt was the result of the filter being tilted within the ivc. It is unknown how the filter became tilted or allegedly perforated the ivc wall. Also the difficult to remove is possible because of the different retrieval systems used. The definitive root cause for the reported event is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported approximately eight months post vena cava filter deployment, the patient underwent an unsuccessful filter retrieval procedure. The filter was noted to be tilted and embedded through the caval wall. Approximately ten months post filter deployment, the patient underwent a two hour procedure to successfully retrieve the filter. The current patient status was not provided. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the filter tilted and embedded in wall of the ivc. The device was removed percutaneously after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images and medical records were not provided. The investigation is inconclusive for a tilted filter, perforation of the ivc wall, and removal difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - only use the recovery cone® removal system to remove the g2 filter. - perforation or other acute or chronic damage of the ivc wall. - filter tilt - filter malposition procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported approximately eight months post vena cava filter deployment, the patient underwent an unsuccessful filter retrieval procedure. The filter was noted to be tilted and embedded through the caval wall. Approximately ten months post filter deployment, the patient underwent a two hour procedure to successfully retrieve the filter. The current patient status was not provided.